Manufacturer narrative:
Pump received with missing retainer, missing reservoir tube o-ring, scratched case, broken belt clip rails, serial number label faded, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window. Unable to perform the displacement test due to missing retainer.

Event description:
The customer reported via phone call that the rim of the reservoir slot keeps popping off and reservoir lip ring was damaged. The customer¿s blood glucose level was unknown. The customer also reported that the reservoir does not came out. The insulin pump will be returned for analysis.